Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2018 with the following findings: review of the black box data revealed that the pump was manually suspended on (B)(6) 2018 at 08:14 and was then manually resumed at 10:31. The pump was manually suspended again that same date at 11:20 and deliveries never resumed. The last delivered bolus was a 2.30-unit normal bolus on (B)(6) 2018 at 07:25. A replace cartridge alarm was recorded on (B)(6) 2018 at 00:32; deliveries resumed at 00:47. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24 hours. At end of testing, the basal history correctly showed the programmed rates delivered and the total daily dose was accurate per the programmed delivery. No errors, alarms, warnings or delivery interruptions occurred during testing. Investigation did not duplicate a basal history recording defect during testing. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.¿ no conclusions can be made at this time.

Event description:
On (B)(6) 2018, the patient contacted animas to report that blood glucose (bg) readings were greater than 600 mg/dl. The patient also stated that steroids were being taken and customer technical support explained that steroids might increase bg levels and asked the patient to consult the doctor about this issue. The patient stated that bg had been increasing for two days. Reportedly, the patient went to the hospital and in the parking lot programmed and delivered a bolus of 27 units; bg went down to 478 mg/dl. The patient allegedly went to see the doctor and was given shots; bg went down to 278 mg/dl. Trouble shooting the pump revealed that the basal history did not match the programmed basal amounts. This complaint is being reported because the pump may have contributed to the hyperglycemic event.